Event description:
Pt presented with right breast mass. Postop diagnosis: ruptured breast implant with silicone granuloma. There was leakage of silicone from implant. Pt was status post breast cancer surgery with reconstruction greater than 19 years ago at unknown facility per surgeon. No history in medical record. Pt is aphasic and is a long term care resident. No prior history in surgeon's office record. He did not known pt prior to 10/01 procedure.